Event description:
A thoracic pedicle feeler was sent for evaluation because the tip broke off and fell into the surgical site during a procedure. The piece was retrieved and an alternate pedicle feeler was used to complete the procedure without incident.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.